Manufacturer narrative:
The pod was evaluated for damage and/or defects related to manufacturing. None were noted. The distal tip of the cannula was found to be folded in on itself with severe deformation and no visible opening. The cannula tip was found to pass insulin; however, flow was severely restricted. This condition would have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle. Patients are trained to select a pod placement site consisting of fatty subcutaneous tissue. The issue is resolved by replacing the device and selecting a different location. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called for son to report unexplained high blood glucose levels that would not come down with boluses. He said the bg's were in the 250/280 range. They removed the pod for replacement and noted that the cannula did not appear to be bent. Customer activated a new pod. No further info reported.